Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A picture was received for evaluation. The picture showed an extension set attached to a section of extension tube female luer union. During cassette assembly, the joins of the cassette are tested 100 percent during leak testing operation in which if any join or component presents damage that could cause a leak is detected. All cassette parts passed the leak testing and there's no likelihood that there could be complete detachment of the extension tube from the cassette. Also, the extension tube is not manipulated during the process that could cause damage. Complaint is not confirmed. Process controls are in place to the prevent or detect damaged components. No root cause could be determined due complaint was not confirmed. No actions taken.

Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the cassette tubing became disconnected from the extensions set. No patient injury reported.